Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash around their back neck and shoulders, that burns and itches. There was no alleged device malfunction contributing to the irritation. The patient¿s physician took patient off their meds for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.